Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 30 mg/dl range at the time of the incident. The customer's endocrinologist stated that the pump was delivering insulin in spurts as they would drop low suddenly. The customer was at 136 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was pregnant at the time of the call and was also getting no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery anomaly noted. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. Device passed the delivery accuracy test.